Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), (pharmacist) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 173mg/dl. The customer's expected fasting blood glucose test result range is 85 to 130mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non fasting and produced test results of 139 and 147mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 172mg/dl (B)(6) 2017 06:42 am fasting: yes, 173mg/dl (B)(6) 2017 06:40 am fasting: yes. Customer states he has not had any recent changes in diet, exercise, or medications. Customer is currently taking metformin for his diabetes management.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), (pharmacist) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 173 mg/dl. The customer's expected fasting blood glucose test result range is 85 to 130 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non fasting and produced test results of 139 and 147 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 172 mg/dl (B)(6) 2017, 06:42 am fasting: yes; 173 mg/dl (B)(6) 2017, 06:40 am fasting: yes. Customer states he has not had any recent changes in diet, exercise, or medications. Customer is currently taking metformin for his diabetes management.